Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain. The break in aseptic technique was further described as touch contamination. The patient was hospitalized for the peritonitis and was treated intraperitoneally with vancomycin and ceftazidime (dose, frequency duration were not reported) for the event. The patient was treated with these antibiotics while hospitalized and completed treatment while at home. The patient was retrained on proper aseptic technique and pd therapy was ongoing. At the time of this report, the patient had fully recovered from the peritonitis event. No additional information was provided.